Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed for button error. Blood glucose reading was 255 mg/dl. The customer mentioned that she was sweating a bit when she woke up. Advised the customer that the insulin pump will be replaced. Nothing further reported.